Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event could not be confirmed. A manufacturing review was performed and no discrepancies were identified. No further investigation required.comaplaint information provided by depuy synthes.

Event description:
It was reported during an unknown patient procedure that the cup could not disengage due to the rotation spindle not rotating. No adverse events reported.